Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope exhibited air/water flow issues. There were no reports of patient harm or impact associated with this event. During testing and inspection of the device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. It is unknown what the foreign material is. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in precleaning. The air/ water nozzle was flushed with water and air. There were unknown abnormalities in the accessories used for processing. The air/water nozzle was wiped/ brushed with clean, lint-free clothes, brushes, and sponges. The air/water nozzle was flushed with detergent solution.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the nozzle is clogged with foreign objects. Furthermore, the following additional issues were identified during inspection: due to a pinhole on bending section cover or distal sheath, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, bending tube is deformed, plastic distal end cover/probe cover has a scratch, connecting tube has a scratch, connecting tube has discoloration, protector of universal cord on suction connector side has a scratch, forceps elevator lever has a scratch, forceps elevator knob has a scratch, up/down knob has a scratch, right/left knob has a scratch, connecting tube has a scratch, universal cord has a scratch, grip has a scratch, control unit has discoloration, control unit has a scratch, electrical connector has discoloration due to water leakage, bending tube is deformed, the angle wires become stretched, and the connecting tube has discoloration, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: deviation of the reprocessing method from the instruction manual could have caused the foreign material to have remained. Based on the obtained information, deviation of the reprocessing method from the instruction manual could have caused the foreign material to have remained. Olympus will continue to monitor the field performance of this device.